Manufacturer narrative:
The technician found the bridge rectifier was wired incorrectly. The technician corrected the wiring to repair the bed.

Event description:
Alleged after installing the power control module the bed has no functions working.